Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. During impedance testing, open at proximal was observed. Imaging core wind up in the hub assembly was observed during x-ray analysis. The imaging core was broken off from the hub, which was also observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image encountered. The opticross¿ imaging catheter was used to visualize target lesion in the right coronary artery. It was noted that during percutaneous coronary intervention, image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, the sheath was found detached from the blue tubing at the lap joint.